Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available trend curves demonstrated a decrease of the detection amplitude from approximately 15 mv down to approximately 7.5 mv in (B)(6) 2016. Furthermore the provided iegms confirmed the presence of noise on the rv channel which led to shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 43 months, oversensing with inappropriate therapy was reported. Therapy was turned off. Biotronik has no further details with regard to a revision procedure. The lead was not returned. Apart from the shocks no further adverse patient side effects have been reported.